Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump was rebooting at random. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/02/2014 with the following findings: a review of the pump¿s history showed no evidence of reboots. The battery compartment was observed to be cracked during investigation with damaged threads. Evidence of moisture ingress was found in the compartment. The battery cap was unable to fully tighten on to the pump and a power loss was observed. A power loss was observed; however the pump was able to be exercised for 24 hours with no power interruptions or battery related warnings. The pump failed a leak test at the battery compartment crack. The pump cover was opened and no intermittently connections or additional moisture were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.